Event description:
In 2008 - humeral resurfacing arthroplasty (hra) was removed from patient due to infection. Implant was replaced with a cement spacer hemi-arthroplasty. In the same month - arthrotomy of joint, drainage of abscess, and removal of sutures was performed.

Manufacturer narrative:
Device was not returned for evaluation. After re-review of the manufacturing and sterilization records for this lot number, it was found that both demonstrate that all applicable specifications had been met during the manufacturing and sterilization process of this device.